Event description:
It was reported that the system would not boot up and was displaying an iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty collimator. System operates as intended.